Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they alleging possible pump under delivery. Customer's other blood glucose value was 62 mg/dl. Customer stated the blood glucose is not reacting to the insulin being delivered. Customer stated her pump stopped delivering the correct bolus amounts. Customer states she has been using shots to make for what the pump has not been giving her self insulin with syringe to make for the amount of insulin. The customer experienced symptoms such as nausea and abdominal pain. The customer was treated with manual injection. The device was not expected to be returned for analysis.